Manufacturer narrative:
The investigation found that the ten returned guidewire boxes were missing the 27-language label, which is consistent with the customer-provided image and the reported issue. The findings from the product investigation identified a manufacturing or potential manufacturing issue, which will be addressed per the quality system process. There were no other abnormalities found in the manufacturing history.

Event description:
As reported by the distributor, ten units were received without product identification in different languages. There was no patient involvement.

Manufacturer narrative:
The devices were returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.